Event description:
During the surgery the surgeon noticed that the sterile interface was loose during guidance mode. 14 electrodes had already been placed out of 16 planned. Surgeon tightened the sterile interface screws and proceeded with surgery. Physician¿s assistant confirmed that post-operative scans were satisfactory

Manufacturer narrative:
It was reported that during a surgery the surgeon noticed that the robot arm sterile interface s/n (B)(6) was loose. This part is meant to be permanently mounted on the device, and the company field service engineer confirmed that it is highly unlikely that a hospital team member disassembled / loosened the robot arm sterile interface. A intervention was performed on this device in link with a previous complaint on (B)(6) 2019. It consisted in the replacement of the full interface block. During this intervention, the subject robot arm sterile interface s/n (B)(6) was not replaced. However, the removal and then the reinstallation of the robot arm sterile interface is required for the realization of the interface block replacement. The field service engineer who realized this interface block replacement confirmed that he firmly screwed the screws during this intervention. He precised that however, he did not apply thread lock. According to him there was no damage noted on the screw, which can be confirmed based on the provided pictures. Based on the available elements it is not possible to confirm the root cause for the observed loosening. The most probable cause is assumed to be an insufficient robot arm sterile interface screws tightening. D4 unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During the surgery the surgeon noticed that the sterile interface was loose during guidance mode. 14 electrodes had already been placed out of 16 planned. Surgeon tightened the sterile interface screws and proceeded with surgery. Physician¿s assistant confirmed that post-operative scans were satisfactory.